Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) wouldn¿t load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 02mar2020 and investigation was conducted on 18mar2020. A visual inspection was conducted. The loading device, delivery device, seal and tension spring assembly were returned, as well as the aortic cutter (as a companion device). The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. There were no visual defects for the aortic cutter. The delivery device was returned outside of the loading device. There were signs of clinical usage and evidence of blood found on the delivery device and seal and tension spring assembly. The white plunger on the delivery device was observed to be fully depressed with the blue slide lock dis-engaged. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The seal was returned completely outside of the delivery tube, unraveled and with the tether string cut. Measurements of the delivery tube could not be taken due to the blood observed on the delivery device. Based on the returned condition of the device, the reported failure "fitting problem" cannot be confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) wouldn¿t load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.